Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During the evaluation, cracks were identified on the ultrasonic sensor tail pins and were determined to cause the false upstream occlusion alarms. The failed upstream sensor was replaced to correct the condition.

Event description:
During baxter's evaluation of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.